Event description:
It was reported that during a gall bladder procedure, the clips would not hold after placing. Four clips did not hold and fell into the patient. They used another device to complete the case. There was no adverse patient consequence.